Event description:
It was reported that the right atrial and the right ventricular lead exhibited noise. The leads were removed and replaced with no further complication. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. External insulation abrasion was noted from 8.5 cm to 9.0 cm from the connector pin, consistent with friction against the pulse generator can. This is consistent with the field complaint of noise. All other damage found was sustained during surgical procedure. The lead was otherwise normal.